Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were treated by emergency medical services as they had low blood glucose level. Customer¿s blood glucose level was 24 mg/dl, at the time of incidence. Customer reported that they treated with glucagon and food . Customer reported that the insulin pump delivered large amount of insulin over night to them and they had low blood glucose level. Customer declined to troubleshoot for low blood glucose level. It was unknown if the customer was using auto mode at the time of event. The insulin pump and reservoir will not be returned for analysis.